Manufacturer narrative:
(B)(4): the actual device was returned for evaluation. Visual and functional examinations revealed that all components are in place and in good conditions as well as the end device function properly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and the reservoir was attached to a drain. During the procedure, the suction did not activate. There was no adverse patient consequence reported. Additional information has been requested.